Manufacturer narrative:
H6: quality engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the catheter was returned with dried blood and contrast on the shaft and the balloon, and blood was visible in the guide wire lumen. There was thick contrast in the inflation lumen and in the balloon. The stent had been deployed and it was not returned. The balloon was partially inflated with contrast. There were crimp marks on the balloon between the balloon markers. There were multiple bends on the entire length of the hypotube. Using a new indeflator filled with water, the catheter was pressurized to 16 atm and the balloon would not inflate. After being pressurized for a few minutes, the balloon inflated. An attempt was made to deflate the balloon, but the balloon would not deflate. The catheter was left at negative pressure overnight in an attempt to remove some of the thick contrast and deflate the balloon. After being left at negative pressure for six days, the balloon deflated. An attempt was made to pressurize the balloon, but the balloon would not inflate. After being pressurized for a few minutes at 16 amt, the balloon inflated. Then, an attempt was made to deflate the balloon, but the balloon would not deflate. After seven minutes at negative pressure, the balloon wold still not deflate. The catheter could not be tested. Quality engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon comlpletion.

Event description:
It was reported that during a ptca/stent procedure, it took 15 minutes for the device to deflate after using two inflation devices and several maneuvers. The contrast was reportedly 50/50 and an attempt was made to thin the mix; however, this did not seem to assist with the deflation process. No pt injury was reported. No additional info was available.